Event description:
As it was reported by the sales-rep, the physician was attempting to advance the smart control stent beyond the lesion, but it would not cross. The physician pre-dilated the lesion to help cross, but when trying to put the stent back in the pt, he noticed that the stent prematurely deployed. The pt is a female. The target lesion was located in the right leg. The characteristics of the vessel were described as steep at the bifurcation with calcification in the right common iliac, right at the aortic bifurcation. The target lesion stenosis was 90%. There was no damage noted to the package. The product looked normal when taken from the package. The product was properly inspected and prepped and no anomalies were noted. A contralateral approach was used to access the pt. The lesion was pre-dilated with a 4x10 balloon (bsc) and it was resistant to pta. The device was advanced to the lesion, but would not cross. The physician noted that there was some excessive force used to cross since the lesion. When the stent was removed from the pt, it appeared that approximately 0.5mm of the stent was out of the outer sheathing. A second attempt was made to treat the lesion but was unsuccessful. There was no reported injury to the pt.

Manufacturer narrative:
The complaint received states that during an interventional procedure, the smart control stent device failed to cross the target lesion and the stent prematurely deployed. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaints of failure to cross and premature stent deployment were investigated. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Failure to cross is a known procedural occurrence that is prevalently ascribed to patient anatomy, lesion disposition, operator technique and appropriate device selection. The complaint of stent premature deployment could not be confirmed without the return of the complaint device; however, there are procedural and vessel/lesion characteristics that may have contributed to the reported events.